Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional info have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported she experienced fuzzy vision, halos and distorted visual acuity following intraocular lens (iol) implant surgery. Her distance and near vision were not satisfactory to her expectations. The surgery treated her with lasik and gave her a prescription for eyeglasses. Additional info has been requested from the surgeon. There are two medical device reports associated with this event. This report is for the right eye.